Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,mcol mg,3.7mm,11.5mml (tsvmb11) was returned for investigation. Visual inspection of the as returned product identified signs of damage about the implant threads and fracturing at the collar. The unknown screw was found in the drive feature. This device is fractured and could not be disengaged from the implant. No pre-existing conditions were noted on the per. The reported product was located on tooth # 7 and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 63519157. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63519157) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvmb11). Therefore, based on the available information, device malfunction has occurred and the reported fracture events were confirmed. A definitive root cause could not be identified. The most likely cause for the event is patient parafunction over the course of 4 years. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant was remove ddue to implant fractured at tooth location 7.